Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg was involved in this event. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿(1) the rate of complaints for stoma infections with abbvie peg tubes is well below the rates cited in literature. (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified for stoma related complications. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a relative of a us patient reported the patient was admitted to the hospital on (B)(6) 2015 due to patient had pulled out the intestinal tubing approximately 6 inches. The patient went to the hospital for a CT scan to verify placement. Patient was found at the time to have an infection. The doctor reported he saw the patient on (B)(6) 2015 and it was only intestinal tube that was pulled out but not completely. The wife had pushed the intestinal tube back in and the doctor did a CT scan to verify placement and the tube was in place. On (B)(6) 2015, an account executive reported that the patient was hospitalized on (B)(6) 2015 for stoma site infection. It was reported that the peg j tube procedure was done on (B)(6) 2015 and duopa medication was started on (B)(6) 2015. On (B)(6) 2015, additional information was obtained from the nurse at the neurologist's office that the patient was treated with keflex for stoma infection on (B)(6) 2015. On (B)(6) 2015, the patient experienced pulled out tubing. On (B)(6) 2015, the doctor's office reported that the duopa treatment was being discontinued due to not being able to have a peg tube from complications of infection. The tube was removed and would not be replaced.